Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the right internal carotid artery. Post-procedure, the patient experienced upper left extremity weakness. Computed tomography angiography results were acute on chronic infarction/ischemia not excluded. No treatment was provided. The patient was discharged to a rehabilitation facility on (B)(6) 2011. Upon follow-up, the patient's condition had continued to improve. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of weakness is a known adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.